Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. The primary total knee replacement was done by the surgeon on (B)(6) 2015 at (B)(6) medical center. Three weeks ago patient showed up at his clinic with knee pain. X rays were performed along with aspiration for cultures to rule out infection. Bone scan showed possible loosening of the tibial component. He was then schedule for surgery at (B)(6) medical center since surgeon no longer has privileges to practice at (B)(6). On this day, the surgeon decided to revise all components except the patella. Doi: (B)(6) 2015. Dor: (B)(6) 2020; left knee.

Event description:
Additional information received stated that there was no infection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.